Event description:
Tissue sealer used and functioned as intended; upon removal of instrument, surgeon noted smoke and "melting" on instrument. Instrument removed from the sterile field. Ethicon endo surgery laparoscopic tissue sealer g2, articulating straight jaw 5mm diameter, 35cm shaft length: model: nslg2s35a, lot:c9ej8g, exp:06/30/2029.